Event description:
(B)(4). The dealer reported that the trex28rf mechanical wheelchair caster bearings were stripped, resulting in a difficult maneuvering of the unit. There was no patient injury reportable.